Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results as compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, shaking, and loss of consciousness. As a result, they injured their lower back and right shoulder. The customer was unable to self-treat and required treatment from a healthcare professional. The customer received an IV drip and injections; however, they do not know the exact names of the medications that were administered. There was no report of death or permanent impairment associated with this event.